Event description:
It was reported that oversensing r-waves was noted during follow up visit. The oversensing was noted on stored egms. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.